Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/23/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, there was visible moisture behind the display lens. The pump has a visible crack in the casing at the right-hand corner of the display screen. A leak test revealed leakage at the sight of the crack. The pump was opened for investigation and revealed internal moisture damage affecting the internal components, including miscellaneous electrical components. Complete testing could not be performed due to the moisture damage to the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly after removing the battery to clear an alarm, the pump would not power back on. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.